Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762 , software version: 2.1.0, product ID: 9735824, h3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H3, h6: logs and patient archives been returned for analysis, but analysis has not been completed at this time. B21, c21, d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was a localizer faulted error message. Both the emitter (side and flat) and breakout box were showing as faulted under tracking details during registration. The site attempted multiple reboots with no solution. The site attempted to use their second navigation system, but the same issue occurred again despite mixing and matching emitters and breakout boxes. Also happened in electromagnetic (em) procedures under cranial software. The use of navigation was aborted with a less than hour delay. The site re-installed application 2.1 twice and ent 1.0.3 during procedure and same behavior was still happening. This occurred intraoperatively, and there was no reported impact to patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735521, serial/lot #: unknown, product ID: 9733752, serial/lot #: unknown, product ID: 9735824, serial/lot #: unknown, product ID: 9735825, serial/lot #: unknown. H2: a manufacturer representative (rep), went to the site to test the navigation system. The electromagnetic controller, break out box and the emitter were replaced and the system then performed as intended. Codes: b01, c07, d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lot number of product ID 9733752 updated in d10. Continuation of d10: product ID: 9733752, lot number: 603000815, h3, h6: product 9733752 was received by the manufacturer for analysis. Reported problem couldn't be duplicated. Flat emitter was connected to out lat station and connected and tracked without issues for ~4 hours. No failure was found. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: the software logs (version: 2.1.0) were analyzed. The logs were reviewed and continuous communication failure message ¿failed to send dsp mode request data¿ were observed. Request has received to connect to the localizer but there was no connection with localizer. Apart from that there was no abnormality observed related to the reported behavior. Suspecting hardware communication issue might have caused the reported behavior. The archive was reviewed and it had 1ct exam with 256 slices no plan and registration data was found in the archive. Tried in house with the archive - there was no localizer fault found and the camera was detecting the frame without any issue. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.